Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to the k-wire (knob wire/forceps elevator wire) damage which was likely caused by the user mishandling the device over time. The event can be prevented by following the instructions for use: "operation manual chapter 3 preparation and inspection instructs how to inspect k-wire." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the albarran cable of the duodenovideoscope was defective at the distal end. The issue was found during an unknown procedure. The device was returned and an evaluation at the repair center revealed, the forceps elevator does not turn down. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The returned device was evaluated and customer allegation could not be confirmed. There were few additional findings. The suction cylinder had discoloration. Due to a crack on distal end cover, insulation resistance value at distal end does not meet the standard value. Due to damage on forceps elevator pipe, the forceps elevator does not turn down at all. Due to cut on forceps elevator wire, forceps raising angle does not meet the standard value. The forceps elevator wire was completely cut off. Connecting tube had a buckling. Universal cord had a scratch. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.